Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted under general anaesthesia on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Correction: the correct date of awareness is may 15, 2023; not may 16, 2023 as previously reported.